Event description:
The customer reported that while pipetting an assay on ortho summit, the instrument did not dispense enough fluid in position 1. A field service engineer was dispatched, the instrument was inspected and a plunger clamp was found to be damaged. The clamp was replaced and a diagnostic test was performed. The instrument operated properly and was placed back in service. No death or serious injury was associated with this incident. Please note that this report is beyond the 30 day reporting requirement, it was found to be reportable in a retrospective review of all complaints.